Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the interconnect cable. The system operates as intended.

Event description:
It was reported that the 9800 system did not fully boot prior to case. No pt was involved.